Event description:
This will be filed as the clip (10292205/07) became caught on the tip of the steerable guide catheter during removal. Although there was no patient injury, a difficult to remove device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, a little resistance was felt while inserting the clip delivery system (cds) into the key of the steerable guide catheter (sgc). The physician retracted the device and slowly readvanced it successfully into the sgc. The cds was positioned correctly in the left atrium over the mitral valve. As per the instructions for use, the cds had not been curved more than 90 degrees at any time during the device preparation or procedure. The patient anatomy was not challenging. There was no rotation on the cds handle during positioning. As the cds was advanced into the left ventricle, the cds moved much more medially and anteriorly than expected (not in the usual manner). The physician attempted to steer using many different maneuvers, but the results were always the same. It was decided to exchange the cds with another one. Upon retracting the cds by using the handle, the sgc tip was straightened by using the steering minus knob and the clip was completely closed. However, by using the handle, the clip became caught on the tip of the sgc. The clip could not be pushed off of the tip. The cds and sgc were removed from the anatomy as one unit. After removal of the device, the mitraclip procedure was aborted.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported sleeve steering issue and difficulty inserting the cds into the steerable guide catheter (sgc) was not confirmed via returned product analysis. The reported difficult to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. A bend in the cds inner device component, actuator mandrel, was observed. In this case, although the analysis was unable to confirm the reported issue (sleeve steering), the discrepancy between what was reported and what was observed (no sleeve steering issues identified during testing) was likely due to a combination of the bends in the mandrel and varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device (due to the anatomy and/or curves on the device etc.) May cause the mandrel to bend and therefore, contribute to a sleeve steering issue; however, this cannot be confirmed. Additional damage/breakage of the cds inner device components, harness, gripper cover, copuler and mandrel were observed and it was confirmed that the damage occurred during post procedure packaging for return to abbott vascular. Potential causes for sleeve steering issues resulting in difficulty positioning the cds are, but not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had no other similar incidents reported for difficult to position, difficult to insert and difficult to remove from this lot. There were no reported device issues while functionally inspecting the cds during preparation, which is an indication that the device was functioning properly prior to use. Although a conclusive cause for the reported sleeve steering issue and bent mandrel could not be determined, there does not appear to be any indication of a product quality deficiency. The difficulty inserting the cds into the key of the sgc was not confirmed during product analysis. The discrepancy between what was reported and what was observed was likely due to user technique of inserting the cds into the sgg, as it was confirmed that after the cds was retracted and re-advanced the second time, the cds was successfully able to be inserted into the sgc. The reported difficulty inserting the cds appears to be related to procedural conditions and not a product quality deficiency. Based on the information reviewed and the analysis of the returned device, the reported difficulty removing the cds appears to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency associated with the device.

Manufacturer narrative:
(B)(4). Estimated age (date of birth 1955). Event description continued: the patient was in stable condition and the functional mitral regurgitation grade remained at the preprocedure grade of 2-3. Post procedure, an attempt to separate the two devices for shipping purposes, resulted in the cds being damaged and the clip was released from the cds attached to only the gripper and lock lines in the sgc. The cds and sgc were received at abbott vascular for analysis. Preliminary analysis found the sgc soft tip to have been torn. No additional information was provided concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter (sgc) reported is being filed under a separate MFR report number.

Event description:
Subsequent to the previously filed report, additional information received: the clip delivery system actuator mandrel was broken during post procedure packing of the device. No additional information was provided.